Manufacturer narrative:
The investigation of optical signal issue has been completed. The pump was not returned for investigation. Data log shows multiple pump connect activities during the case start. On the last pump plug connection, the data log shows psnr and 5s optical signal trends indicating an air gap trend. The pump was replaced with a new one due to the optical issue. The cause of the optical signal failure was most likely an air gap, based on data log review; however, the cause of the air gap was unknown without returned product investigation or sufficient clinical details.

Event description:
The user facility reported that patient had a cp pump being prepped for the high-risk percutaneous coronary intervention. The pump sensor failed and the pump delivery was aborted. Another pump was used. No harm or injury from delay in support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.